Event description:
It was reported that the patients ipg was non functional. It was also stated that the patient was experiencing tingling with the simulator. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg had reached near end of life. It was also stated that the patient was experiencing tingling with the simulator. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.